Manufacturer narrative:
Approximate age of device- 1 year, 10 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the hospital on (B)(6) 2018 with suspected pump thrombosis. The patient presented with symptoms of shortness of breath, chest pain, and hematuria. An echocardiogram performed on (B)(6) 2018 revealed mild mitral regurgitation, the left atrium was moderately dilated, the left ventricle was severely dilated, overall systolic function appeared severely reduced and ejection fraction was approximately 10 percent. The patient had a lactate dehydrogenase of 10035 u/l, t-bil of 2.8 mg/dl and creatinine of 5.2 mg/dl. On (B)(6) 2018, the patient underwent a pump exchange. As of (B)(6) 2018, the patient was still hospitalized in stable condition with some oozing from driveline and surgical site. The patient would remain hospitalized until oozing stopped and inr was down.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the device confirmed the report of suspected pump thrombosis. Upon disassembly of the pump, a flat thrombus formation was observed partially occluding one rotor vane on the proximal side of the rotor body. The dark area of denaturation on the thrombus indicates that it was present while the pump was supporting the patient; however, a duration of time for which it was present in the device could not be determined. The non-laminated structure of the thrombus formation suggests that it did not originate on the rotor and initially developed in another location; however, its specific origin could not be conclusively determined. Examination of the remaining blood-contacting surfaces revealed no evidence of any additional depositions or thrombus formations. The evaluation could not determine a specific cause for the development of the observed thrombus formation; however, the thrombus was obstructing a significant portion of the blood flow path and could have contributed to the reported hematuria and elevated ldh level. Microscopic inspection of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values and the pump operated as intended. The heartmate ii lvas IFU lists device thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.